Manufacturer narrative:
Corrected fields:e1(event site state:(b0(6), event site postal code:(B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the assy display and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily inspections, the cardiosave intra-aortic balloon pump (iabp) unit is missing dots on the upper display, unit was not in clinical use. There was no patient involvement.